Event description:
It was reported "introducer began to sheer during insertion at the skin and did not allow proper insertion." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 5.0 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the sheath was observed to be damaged, and some evidence of buckling was observed in the sheath just distal to the t-handle. The length of the microintroducer was observed to be slightly curved. A microscopic observation revealed one edge of the distal tip of the introducer sheath was split, slightly buckled, and plastically deformed. No damage was observed on the distal tip of the dilator. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during manufacturing, handling, or use. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult dilator insertion was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a microintroducer dilator/sheath. The depicted device was contained within a bag. Blood residue was observed on the introducer and within the bag. The tip of the sheath appeared deformed and irregular. The observed tip deformation was consistent with the report of difficult insertion; however, inspection of the photograph was insufficient to identify the cause of the deformation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "introducer began to sheer during insertion at the skin and did not allow proper insertion." No other information was provided.